Event description:
The customer stated that her blood glucose was tested using her contour meter and her doctor's meter (brand unk). The contour read 289 mg/dl, while the doctor's meter read 112mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer accepted the option to upgrade her meter. She was sent a new contour meter kit. She disposed of her old meter and testing supplies, so no product will be returned for eval.